Event description:
The father of a home peritoneal dialysis pt contacted baxter technical svc rep (tsr) to report the machine did not pull from bag on line with blue clamp during empty heater start. The father did request a swap of the device. Reportedly, the bag on the blue clamp was full at the end of therapy and caller was using an empty heater bag start. The father stated the home pt became "dehydrated as solutions did not mix". Add'l info provided by the peritoneal dialysis nurse: the pt's total fill volume is 2900ml and the heater bag contained 2500ml. The parents of the home pt contaminated the supply lines and could not use them, so they had a 4.25% (2.5/3l) bag on the heater and 2.5% bag on the last fill line. The father woke up in the middle of the night and noticed none of the solution from the last fill bag had mixed with the heater bag solution. Straight 4.25% solution had gone to the home pt, and the father was worried about dehydration. Straight 4.25% solution would cause the pt to become dehydrated, so the father called the nurse, discontinued therapy and gave the pt a bottle of formula for fluid intake. The pt did not have to be seen at the clinic and no injury occurred. No infection occurred because of the contamination of the supply lines. The pt's prescription is as follows: total fill volume = 2900ml, time 12 hrs, cycles = 10, fill volume = 280ml, last fill volume = 140ml, dextrose same = yes; ida = 70; last manual drain = no, low fill mode = yes. The nurse did not have any add'l info.

Manufacturer narrative:
The instrument was returned to baxter, but has not been evaluated yet. Upon completion of eval, a f/u report will be submitted.